Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 4.9, lab: 2.70. Lab drawn within 10 minutes of the inr reading. Lab processed sample within 4 hours. Caller reports using heparin-coated cap tubes for the ldx instead of the microsafe tubes for inratio and always wiping the first drop of blood.

Manufacturer narrative:
Investigation pending.